Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. Investigation summary: customer returned six used pen needles. The needles were visually inspected was found that on two of the needles the non-patient end canula was bend. The flow test was completed using the pen injector on four of the needles and there were no issues with the flow. Not able to perform flow test with the bended needles. Clog could have happened due to bend needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle clog due to bend needle. The root cause of the needle clog cannot be determined since the returned product are open.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle failed to prime insulin during use. The following information was provided by the initial reporter: "consumer reported no insulin comes out during the flow check - sometimes takes 2-3 pen needles to get one to work."

Event description:
It was reported that the bd autoshield¿ duo safety pen needle failed to prime insulin during use. The following information was provided by the initial reporter: "consumer reported no insulin comes out during the flow check - sometimes takes 2-3 pen needles to get one to work."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.